Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, lumping, hardened, and bulged are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips and oral commissures as well as juvéderm volbella with lidocaine in the tear trough. About 4 months later, the patient developed swelling and lumping in the lips and tear trough injection sites and on palpation the injection sites felt harder than before. The tear troughs felt abnormally hardened and bulged. Patient returned to the injector a month later and was treated with homogenous enzymes. Patient had a delayed allergic reaction 5 minutes after the injection of the degrading enzyme and the treatment site swelling got bigger. Patient had an allergic test done with the homogenous enzyme prior to treatment. Patient was treated with deca via an intramuscular injection and the swelling went down. The patient's swelling has reduced, but the palpation still feels hard and bulges (noticeable). It was noted as unnatural. This is the same event and the same patient reported under MDR ID #3005113652-2018-00875 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Additional information:

Event description:
Additional information: the patient symptoms was alleviated. Patient is not being observed.